Event description:
It was reported that the patient had a heart ablation completed and the grounding pad has caused a rash on her leg, patient stated, it looked like someone through a bowl of oatmeal on my leg. Rash, on the leg eight months later that comes and goes on the leg. Patient has experienced five or six flare ups over the last eight months. Each reaction prevents a rash with ¿wicked¿ itching. Patient remembered feeling water under her and questioned it, and was told that they were using fluids. Patient currently experiencing a flareup which is on its way to clearing up. The flare up is further irritated by heat and can cause a flare up.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.